Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination and repair of the device. There was no s/n transmitted, the age of the device and its service state are not known. The missing of essential information such as log file and potentially replaced parts do not allow an investigation at all, in fact even the reported shut-down cannot be confirmed. Under consideration that the observation of shut-down was correct this does not necessarily mean that the event was related to technical aspects - it may have been simply the case that the workstation was operated in battery mode at the time of event until the latter was fully depleted. Multiple other scenarios would be imaginable; a differentiation is not possible. In case of a shut-down for whatever reason, the device posts an alarm for a minimum of two minutes and opens the airway system to allow spontaneous breathing. H3 other text: device not available for evaluation.

Event description:
It was reported that the device suddenly shut down during use. Hospital staff bridged patient support with an ambu bag until a replacement device was avilable. As per report, no health consequences were resulting from the event.